Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate, and the pump did not ¿always detect insulin¿. There was no reported adverse impact to customer¿s blood glucose level. The customer declined to provide additional information, and declined troubleshooting with tandem technical support.